Event description:
It was reported that in 2003, the pt underwent a revision of total hip arthroplasty. During this revision the original acetabular shell was found to be loose. In 2008, the pt underwent a revision of the second arthroplasty. During this revision the acetabular shell and augments were found to be loose. This revision was successfully completed.

Manufacturer narrative:
Part retained by hosp/pt, not returned for analysis. Investigation inconclusive.